Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d), technical services (ts) noted several false positive pacemaker mediated tachycardia (pmt) episodes due to sinus rate at the maximum tracking rate. It was also observed some occasional t-wave oversensing which inhibited pacing in one instance. Programming enhancements were performed. No adverse patient effects were reported. This device remains in service.